Event description:
It was reported that cwas reported that the usb port was damaged as the tandem charging cable became stuck inside the usb port and as a result the customer was unable to charge the pump and the pump subsequently shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.